Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that for probably the last month the patient has been having telemetry issues with their recharger. The patient said that they would connect to their implant and then it would disconnect and the patient would have to restart the charging session. Last night the patient tried to charge their implanted neurostimulator and they were unable to charge because their recharger would not stay connected. Patient said twice in the last month they've also seen "device not found" on their recharging application. Patient said they always use the charging belt and sometimes they sit and sometimes they stand to charge. Had patient perform a hard reset on the recharger and asked if patient had ever tried charging without the charging belt. On the call, patient successfully connected to their recharging application and connected their recharger to their ins without the charging belt. The troubleshooting steps that were taken on the call resolved the issue. Patient showed excellent connection and battery charged at 60%. The connection was not lost during the call. Additional information was received from the patient on (B)(6) 2023 that  they continue to have is sues with the recharger connecting for a second and then losing connection and going back to searching. They did have a few mris a year ago and they noticed their skin around the battery after the MRI their was a little puffy but it did end up going away. They tried charging in a few different positions such as standing or sitting and leaning back but the issue just keeps getting worse. The charging process had been perfect the last 2 years. It connected with excellent connection and then went back to searching almost immediately. Recommended sitting and leaning forward. After doing so, the connection stuck and they were successfully charging at excellent connection. The patient was advised to reach out to their doctor if the issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.